Manufacturer narrative:
An aortic dissection is a tear in the inner lining of the aorta. As a result, blood flows through this newly created false channel, which raises a flap that can occlude blood flow in the true lumen. This can result, in extreme cases, in occlusion of blood flow to the coronary, carotid, or subclavian arteries, and can result in hemodynamic instability and/or death without surgical intervention. There are small dissections that can occur that do not result in significant disturbances to blood flow and do not require intervention. As reported, the dissection was found intra-operatively in the ascending aorta leading to a change in operative strategy from minimally invasive to open sternotomy. In this case, the root cause cannot be conclusively determined with the available information. There was no allegation of device malfunction. The surgeon stated that the cannula did not contribute to the event. However, this event was most likely due to patient and/or procedural related factors. Per the instructions for use (IFU), "proper surgical procedures and techniques are the responsibility of the medical profession. Described procedures are provided for informational purposes only. Each physician must determine the appropriate use of this device for each patient based on medical training, experience, the type of procedure employed, and the benefits and risks associated with device use." The subject device is not available for evaluation. The device history record (DHR) was not reviewed as the lot number was not provided. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received notification that a type a dissection occurred during the use of the edwards arterial cannula. It was noted that the patient has atherosclerosis. The dissection was found intra-operatively in the ascending aorta leading to a change in operative strategy from minimally invasive to open sternotomy. Per the operative report, the femoral venous cannula was placed using a seldinger technique and positioned in the superior vena cava under echo guidance. Connection was made to the bypass machine. The femoral venous cannula was placed using a seldinger technique. The guidewire was easily advanced and visualized in the ascending aorta. Connection was made to the bypass machine and all air removed from the system. Cardiopulmonary bypass (cpb) was instituted and rapidly it was noted that a retrograde dissection had occurred in the ascending aorta by echocardiogram. The perfusionist reported that the pressure in the arterial line was somewhat high. Immediately, a median sternotomy was performed. The arterial cannulation was moved from the right femoral artery to the arch because it did not appear that adequate perfusion was occurring from the femoral artery cannulation site. The cpb was only interrupted for a few seconds to disconnect and reconnect the arterial cannula. There was no allegation of device malfunction. The surgeon stated that the cannula did not contribute to the event. The patient was transferred to the ICU in stable condition. Post operatively, the patient expired.